Event description:
Info received indicates the bed has no functions working.

Manufacturer narrative:
The technician found that the hand pendant cable was pinched. He replaced the hand pendant to repair the bed.